Event description:
It was reported that the patient experienced increased pain/loss of pain relief which was originally attributed to increased activity . On 6/17/2014, the patient was given a lumbar facet joint injection. On (B)(6) 2014, it was determined that there was a catheter kink in the strain relief loop from scar tissue between the anchor and the catheter connector. The catheter was repositioned from t4 to t7 and re-anchored with a new catheter connector. As of (B)(6) 2014 the event was ongoing. Additional information indicated that the device had been reprogrammed (B)(6) 2014 and (B)(6) 2014. Additional information indicated that the pump was used to deliver compounded morphine, bupivacaine and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The event resolved without sequelae on (B)(6) 2014.